Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii/IV on her right side postoperatively diagnosed after physical exam. Please note that the primary augmentation was on (B)(6) 2020, then patient replaced left side implant (serial number: (B)(4)) with the current implant (serial number: (B)(4)) on (B)(6) 2021 per information provided. This should also be noted that the the lot manufactured dates corresponds with both date of implant provided for right and left side. On (B)(6) 2022, mentor became aware that the patient also experienced device migration issue on the left side in addition to right side capsular contracture; baker grade iii/IV, and underwent bilateral explantation and replacement with catalog number 3503001bc; serial number (B)(4) on the left side, and with catalog number 3503001bc; serial number (B)(4) on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left device migration. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 15, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).